Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that there was an issue with interrogating this device. Technical services (ts) discussed possible troubleshooting steps to take for a successful interrogation. Additional information provided noted that the device was successfully interrogated. Despite efforts the model/serial number of the device was not obtained. No adverse patient effects were reported.